Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell on their pump onto rocks. Additionally, the touch screen would no longer come on. Customer's blood glucose was 128 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.